Event description:
Boston scientific received information that this pacemaker has an allegation of premature battery depletion. The physician will do a follow up in four months. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.